Event description:
It was reported that the patient reached the 36c target that morning but went above the target. The arctic sun device did not bring the temperature down, so the nurse added ice packs. Now the target was 37c and she was up to 37.5c. She was doing rounds and called back at 7pm when she could be in the room. The target was 37c and patient was 37.9c. Water temperature was 5.4c. Flow was 2.4lpm. Explained the device was responding appropriately and suggested looking into patient factors. Nurse confirmed there was exposed abdomen. Suggested adding a universal pad. Nurse denies any infection, shivering or seizures. Discussed benefits of counter warming. Asked nurse to perform diligent skin checks and to treat heat generation per facility protocol.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.